Manufacturer narrative:
(B)(4). Additional information: initial reporter address line: (B)(6), foreign postal code: (B)(6), fax number: (B)(6), international phone number: (B)(6). Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a large volume folfusor had its "membrane burst" during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified the reported ruptured bladder. A microscopic inspection observed abrasions located on the interior surface of the bladder. The cause of the rupture is unknown. Should additional relevant information become available, a supplemental report will be submitted.